Manufacturer narrative:
Conclusion: damage to the active electrode under silicone overmold, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Decline in patient's hearing performance was noticed in (B)(6) 2015. Problems with the external devices were excluded. No trauma has been reported. The patient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Decline in patient's hearing performance was noticed in (B)(6) 2015. Problems of external devices were excluded. No trauma has been reported.